Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and initial reporter details. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 150 ohms. It was noted that the patient was not being monitored remotely. The device was programmed to reverse polarity. Technical services (ts) discussed troubleshooting options and recommended programming considerations. No additional adverse patient effects were reported.